Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. The needle did not fall into the patient. There is no report on patient's injury. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary : the product was returned to ethicon for evaluation. One detached needle, one suture and one strand single armed outside its packaging that pertain to the product code w2797 were received for evaluation. This product code is multi-strand and requires two strands single armed per packet. During the visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this was resulting in a clip off defect. Upon visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. A functional test was performed on the needle-suture using instron equipment and the pull force result was above the minimum requirements. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.